Event description:
After a mastectomy in 1986, rptr had a silicone implant. She had it removed in 10/92. She had to return to the hosp 3 times since, twice as an outpatient once for testing. She has had 2 strokes, 8/94 "fibers" missing from the top of her brain. Neuropathy in both arms. Carpal tunnel syndrome in both arms, a goiter, bacteria in her intestines.